Manufacturer narrative:
Reported event: an event regarding abnormal ion levels involving an unknown accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the item was not returned. Clinician review: not performed because no medical records or x-rays were made available for evaluation. Product history review: a review of the product history records could not be performed as the device was not properly identified. Complaint history review: a complaint history review could not be performed as the device was not properly identified. Conclusions: it was reported that the patient had elevated blood ion levels. The event could not be confirmed, nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as medical documentation and returned devices are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2010 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about april 6, 2010 and was revised on october 23, 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Reported event: an event regarding disassociation, wear and abnormal ion levels involving an accolade stem that was mated with a lfit v40 cocr head was reported. The event of wear was confirmed through visual evaluation of the provided photograph. The events of disassociation, abnormal ion levels was not confirmed. Method & results: - product evaluation and results: no product was returned for evaluation however, photographs were provided. The photographs are of poor quality but show a recently explanted accolade stem. A dark substance is visible on the stem most likely blood and some bone ingrowth is visible on the stem body. Wear is visible on the stem trunnion. - clinician review: no medical records were received for review with a clinical consultant. -product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. No product was returned for evaluation however, photographs were provided. The photographs are of poor quality but show a recently explanted accolade stem. A dark substance is visible on the stem most likely blood and some bone ingrowth is visible on the stem body. Wear is visible on the stem trunnion. The exact cause of the event or the event of disassociation, abnormal ion levels could not be confirmed as insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays, histopathology reports, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.